Manufacturer narrative:
Product ID 7435, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3889-28, lot# j0504307v, implanted: (B)(6) 2005, product type lead; product ID 3889, lot# j0455083v, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported that the patient's health care professional (hcp) removed the lead for magnetic resonance imaging (MRI) purposes. The reporter stated that the lead fractured and part of the lead remained in the patient. Additional information received the next day reported that the patient was "fine" and would like a new device. It was reported a day later that the patient would have the device explanted so a lumbar, cervical, and head MRI could be done for another medical condition. It was stated that approximately 5 electrodes remained in the patient. It was reported 3 days after the previous call that it was unknown if the hcp who explanted the lead and device would do a more invasive procedure to recover the fragments of if it would be a different physician. Subsequent information received 3 days later reported that, per hcp, the patient would like to be reimplanted to regain therapy effect after the MRI issue resolved. Any additional information received will be included in a follow-up report.